Event description:
End user called stating that he was transferring from his bed to the m51 loaner chair, his original chair is in for repair, when the chair arm flipped down and the user allegedly fell over the arm of the chair sustaining a scratch and bruise on his face. Minor injury. No medical intervention sought.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 1 year 4 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. End user called stating that he was transferring from his bed to the m51 loaner chair, his original chair is in for repair by roadrunner mobility, when the chair arm flipped down and the user allegedly fell over the arm of the chair sustaining a scratch and bruise on his face. Minor injury. No medical intervention sought. Invacare consumer affairs received an email from (B)(4) stating that there is no repair history on this loaner chair. The consumer has received their original chair because we have our loaner chair back and the customer's work order has been confirmed meaning the customer signed the paperwork stating his chair was received back and was working properly. The technician did assess the loaner chair at the time of pick-up and the armrest adjustment knob was loose and the batteries were dead. All he needed to do was tighten the armrest adjustment knob to tighten the armrest and charge the batteries. The chair is going to be used for another customer tomorrow because it is in normal working condition.